Manufacturer narrative:
The returned reader (B)(6) was investigated with retained test strips. Visual investigation has been performed on the reader and no issues were observed. Reader did not power on with button press, strip and usb cable insertion. Reader was connected to the computer and did not recognize the reader. Unable to download reader data. The returned reader was further investigated and de-cased. Performed a visual inspection on the reader and no issues were observed. An extended investigation was performed. Visual investigation has been performed on the reader and no issues were observed. Reader did not power on with button press, strip and usb cable insertion. Reader did not charge and connected to the computer and did not recognize the reader. The reader was de-cased and visually inspection was performed on the pcba (printed circuit board assembly) and damage was observed on the usb port. There was no evidence of other issues with the internal components such as liquid contamination, missing components or a short between components and the pcba identified. The returned battery voltage was measured not to be within specification range. Battery was replaced with known good battery and the reader powered on. Reader did not charge due to damage usb port and the customer complaint caused by the poor connection between the usb port pins and the pcba. Therefore, this case is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced dizziness, disorientation and confusion. Customer was unable to self-treat and was treated with tresiba 200 and humalog by third-party. No further treatment was reported. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for PMA/510k as customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us, however libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced dizziness, disorientation and confusion. Customer was unable to self-treat and was treated with tresiba 200 and humalog by third-party. No further treatment was reported. No further information was provided. There was no report of death or permanent impairment associated with this event.